Event description:
It was reported that two days after pumping began, the pump experienced a system error alarm. The pump shut off and could not be restarted. The patient was transferred to another pump without any complications.